Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell off of a scooter onto the pump and the touch screen became cracked. Customer is unable to interact with areas of the pump touch screen to perform functions due to the damage. Customer's blood glucose was 350 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.